Event description:
A surgeon reported a patient with a dislocated lens following an intraocular (iol) lens implant procedure. The surgeon reported there are plans to exchange the lens. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).